Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024.

Event description:
It was reported that the patient's leadless pacemaker was inappropriately found in magnetic resonance imaging (MRI) mode. The device was restored to nominal settings. The patient was stable.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024. This event is pending a correction/removal reporting number.

Manufacturer narrative:
It was reported that the fast path summary indicated the device was in MRI mode. The provided information was reviewed by abbott engineering and it was confirmed that an inappropriate mode change to MRI mode occurred, with evidence consistent with a root cause of the lp interpreting emi as a false-positive telemetry command to change mode.